Manufacturer narrative:
Analysis: the leaflets of the returned valve are slightly stiff, but flexible. Off-white pannus extends 1 to 3 mm onto the left cusp on the inflow. Remnants of blood stained tan thrombotic appearing host material lines the outflow margins of attachment extending to the belly of the left and right cusps. A thin layer of pannus covers the host material and margins of attachment on the outflow of the right and non-coronary cusps adjacent to the right non-coronary commissure. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to pannus overgrowth, as described above. The product was explanted and replaced without reported patient complication.

Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited gradually increasing gradients over the 3 year lifespan of the device. In 2004, the patient underwent aortic valve replacement due to ascending aortic aneurysm. The next month, the patient was discharged from the hospital. Pressure gradient was 75/37 at echo exam, which was considered slightly high. Eoa was 1.4 sq.cm. In 2005, the pressure gradient had increased to 54/31 and eoa 1.1 sq.cm., diagnosed as nyha 11. In 2007, the pressure gradient had increased to 114/60 and eoa 0.85 sq.cm. As it was diagnosed as nuha iii, re-avr was determined. At the surgery, there appeared to be no problem with the implanted mosaic valve visually. Pannus overgrowth all around the sewing ring extending to the cusps was observed, however. The device was replaced, and the patient is recovering uneventfully. The surgeon suspects the cause of this incident was due to the pannus overgrowth.